Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was turning on and going straight to deep settings. When he tries to go out of it, it gives "fatal error, system will restart" message and just restarts and loops back to the deep settings. Not in use with a patient, no patient harm, found during setup. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was turning on and going straight to deep settings. When he tries to go out of it, it gives "fatal error, system will restart" message and just restarts and loops back to the deep settings. Not in use with a patient, no patient harm, found during setup. Not in patient use.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was turning on and going straight to deep settings. When he tries to go out of it, it gives "fatal error, system will restart" message and just restarts and loops back to the deep settings. Not in use with a patient, no patient harm, found during setup. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was turning on and going straight to deep settings. When he tries to go out of it, it gives "fatal error, system will restart" message and just restarts and loops back to the deep settings. Not in use with a patient, no patient harm, found during setup. Not in patient use. Investigation conclusion: the complaint device was received. The unit was evaluated and the complaint was duplicated. The cause was determined to be circuit board failure of the digital mainboard. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.